Event description:
The customer reported the system produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the 5 volt power supply needed to be replaced, but no conclusion can be drawn as repair info is not available. An investigation by ge oec determined there was no aro.